Manufacturer narrative:
Additional information section g(2)-report source foriegn added.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged prostrate cancer was diagnosed and suspected that the degradation of sound abatement foam in device could have caused the development of cancer. There was no medical intervention reported by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Evidence of sound abatement foam degradation / breakdown was observed. Pieces of what appears consistent with the degraded sound abatement foam were observed on the underside of the blower box and possibly in the blower. Presence of dust and fiber contaminants on the surface of the sound abatement foam and in the airpath. Presence of contamination throughout the entire airpath, especially at the air inlet behind where the filter would sit, suggests the source of at least some contamination is likely external. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was evidence of sound abatement foam degradation and can confirm presence of dust and fiber contaminants on the surface of the sound abatement foam and in the airpath.

Manufacturer narrative:
In the initial report section d4, model and catalog number were captured incorrectly. It has been corrected and updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused prostate cancer. The patient did not receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.